Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation and destination therapy in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. Product event summary: the pump was not returned for evaluation. The reported suction event was confirmed via review of the controller log files which revealed normal power consumption with intermittent suction events from (B)(6) 2017 to (B)(6) 2017; however, no suction alarms have been logged within the analyzed period. There is no evidence to suggest that a device malfunction caused or contributed to the reported event. Based on the risk documentation, possible causes of the reported suction event may be attributed to multiple factors including but not limited to thrombus at the inflow cannula, poor vad filling, inappropriate pump rotational speed this event was assessed and is being reported as part of a retrospective review of log file data. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient had a thrombus and continuous hemolysis. The patient had an increase in lactate dehydrogenase (ldh) parameters while maintaining normal power consumption on (B)(6) 2017. The patient was treated with heparin and antiplatelet therapy. It was further reported that the patient also had a rise in hemolysis markers on (B)(6) 2017. Patient was treated with tirofiban IV alongside systemic heparin infusion and oral antiplatelet. Hemolysis was stable but would not return to baseline and the site reported concerns of suction due to the thrombus. Patient had ongoing hemolysis with suspicion of thrombus and was kept on tirofiban until time of transplant. The site reported that whenever treatment was stopped, the patient had hemolysis. The ventricular assist device (vad) was explanted due to transplant. No further patient complications have been reported as a result of this event.